Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) of 53 mg/dl during nighttime use of the ilet. The user self-treated the event with glucose gels and subsequently disconnected from the pump. The user scheduled an appointment with their healthcare provider for additional training. No long-term health effects were reported.